Event description:
It was reported that the patient's device was explanted due to migration of the generator. Operation notes were received from the physician stating that there was also an infection and extrusion at the generator site through an open wound. The generator and lead were removed during the surgery. The generator was due to be returned however the generator has not been received by the manufacturer to date. A review of the manufacturing records showed that the generator and lead were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
The explanted lead and generator were returned to the manufacturer for product analysis. Analysis was completed on the returned lead. The lead was returned in one portion which included the connector pin and both electrodes. There were set screw marks on the connector pin which showed that at one point in time there was good connection between the generator and lead. There is no evidence to suggest an anomaly with the returned portion of the device.

Event description:
Generator analysis was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.